Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke when using the capio device. The procedure was completed with another device. The physician took another capio device and made a knot to finish procedure. There was no known impact or consequence to patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the reported lot number 223460603 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Blocks f10 and h6: problem code 2907 captures the reportable event of dart detachment. Block h10: an examination of the returned capio slim suture capturing device and mesh assembly was performed. There was no damage noted to the capio slim suture capturing device. Regarding the mesh assembly, there was no damaged noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. On the blue dilator, no damage was noted; the dart and suture were intact. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was not inside of the cage. The complaint investigation conclusion code selected for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. An investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase and no further escalation is required.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke when using the capio device. The procedure was completed with another device. The physician took another capio device and made a knot to finish procedure. There was no known impact or consequence to patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.